Manufacturer narrative:
The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient¿s ipg does not connect with patient controller and clinician programmer. Patient does not have therapy. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.